Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
Device evaluation will begin upon receipt of device.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event. The procedure was completed successfully with a backup device.

Manufacturer narrative:
This product was not returned for evaluation. This product was not returned for evaluation.